Manufacturer narrative:
Allergan has received the product, however the device has not been identified nor has the analysis been completed at this time. Based upon the catalog number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii.

Event description:
Healthcare professional reported a lap-band port leak. The event was first noticed when the physician "went to perform a lap-band adjustment. The physician tried to put fluid in and the lap-band port leaked. The patient was supposed to have 5 or 6 cc and only had 2.5 cc." The port was removed and replaced.